Manufacturer narrative:
The device was evaluated, and the reported issue was confirmed. A break was found in the forceps wire due to an external factor. The bending angle was insufficient due to the elongation of the angle wire. The play of the angle knob was out of the normal state due to the extension of the angle wire. There were scratches on the insertion part of the cover due and the insertion part to external factors. The bending section cover adhesive was missing. The inside of the lighting lens was dirty. The illumination lens was chipped due to an external factor (tip hit). The adhesive part of the lighting lens had peeled off due to handling. There were scratches on switch one due to external factors. The objective lens may have been scratched due to external factors. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by the olympus representative on behalf of the customer, the forceps elevator wire on the evis lucera duodenovideoscope was frayed during the reprocessing. The scope could be used without any problem in the procedure just before. Therefore, the timing of the event was not clear. No patient harm reported. During the evaluation of the device, it was noted the forceps elevator wire was frayed and raised and there was dirt inside the light guide lens. This report is to capture the reportable malfunctions of the forceps elevator wire was frayed and raised and there was dirt inside the light guide lens noted at estimation.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 08-mar-2022. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon of "some of the forceps elevator wires were raised due to fray" was presumed to have been due to interference with some sharp objects or fatigue failure due to repeated operation of the forceps elevator. The suggested phenomenon of "inside of light guide lend is dirty" was presumed to have been due to the adhesive watertight part being slightly peeled off due to external stress, and water or chemicals invaded the inside. It is recommended that the user inspect the device prior to use and on a regular basis continuously. Olympus will continue to monitor field performance for this device.